Event description:
"Caller alleged discrepant results compared with the lab on two different pts. Results as follows:" date: (B) (6) 2009, inratio: 1.79, lab: 2.3. Date: (B) (6) 2009, inratio: 5.3, lab: 4.2. She stated they had the meter since (B) (6) 2007. She did a self test on herself with the inratio meter and got 1.2 on the meter and lab was 0.9 inr. She also stated the second pt yesterday ((B) (6) 2009) is taking antibiotics and both pts have been on coumadin for more than 2 months.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per event details, the test on (B) (6) 2009 revealed that pt had antibiotics. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips are not expected to be returned. Further testing is not required at this time. As of 10/09/2009, 1 discrepant result complaint was reported for lot #216967 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.